Manufacturer narrative:
Device was used for treatment, not diagnosis.additional narrative:(B)(6).a review of the device history records was performed and no complaint related issues were found. The investigation could not be completed and no conclusion could be drawn as the device is entering the complaint system.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing evaluation was completed: the nail broke through the distal locking hole. Based on the topography of the fracture surface, it is likely that the nail was subjected to low dynamic bending loads on one sided. Constantly dynamic bending loads / load cycles like during walking led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the nail. The nail could not resist the applied force which finally led to the material overload / fatigue failure. Postoperative activities of the patient and instability of the fracture situation may also have played role. We found no evidence of material or manufacturing defects. The examination of the manufacturing documents of the producer and the raw material inspection sheet of the supplier showed no deviation in relation to the chemical composition, microstructure and mechanical properties. The dimensions of the investigated nail as far as measurable were checked using a digital sliding caliper and found to be in compliance with the technical drawings of the producer and ao/asif specifications. Measurements were taken close to the fracture. Macroscopic lines of rest are documented on the lateral side of the nail and are a sign for a fatigue failure. On the medial side there is a second fatigue crack visible. When examining the two fracture surfaces (distal fragment / surfaces a and b) of the nail using the scanning electron microscope (sem), the initial fracture areas and the fracture behavior were identified. The crack started at the lateral side of the nail (distal locking hole) and ran into the material. After breaking, the two fragments rubbed against each other causing further destruction of the fracture surfaces (abraded and shiny areas). At a higher magnification, fatigue striations were observed at the crack propagation zones and over a sizeable area. Each striation represents the successive position of an advancing crack front and they originate from cyclic loads (load and unload during walking). The presence of these striations is a clear indication of a fatigue process. The fracture surfaces also showed subsidiary cracks, dimples and structural breakage appearance. The area with dimples corresponds to the residual forced fracture zone. Sem observations and findings showed that the nail failure was caused by fatigue and overload. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: additional product code: hwc. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as followsit is reported that implant was found broken in the x-ray. The broken implant was removed from the patient. The parts were returned for evaluation. No further information is available.(B)(4).